Manufacturer narrative:
Event summary it was reported that two ngage nitinol stone extractor baskets were only able to be opened once during a renal stone extraction. The devices were tested prior to use in an uncoiled position. No attempt was made to close the basket prior to removal from the plastic tray. The user attempted to remove a 'normal' sized stone with a ngage nitinol stone extractor but the basket could only be opened once. The user then attempted to remove the stone with another ngage nitinol stone extractor but had the same issue of only being able to open the basket once. A wolf cobra scope was used during the procedure. No laser was used during the procedure. The procedure was completed using a third basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. Two devices were returned to cook in open packages with labels for evaluation. Upon inspection no damage was noticed on the devices. Both devices were returned in closed position. When actuating the handle neither device operated properly; the baskets would not open. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified two other complaints reported. It is possible the two complaints were related, but there was not enough information available to conclusively determine if they were related. All devices in the lost were tested multiple times to ensure basket functionality. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned devices, and the results of the investigation, the cause for the issue had not yet been determined. Based on investigations of other devices with the same issue, the issue was identified as likely being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that two ngage nitinol stone extractor baskets were only able to be opened once during a renal stone extraction. The devices were tested prior to use in an uncoiled position. No attempt was made to close the basket prior to removal from the plastic tray. The user attempted to remove a 'normal' sized stone with a ngage nitinol stone extractor but the basket could only be opened once. The user then attempted to remove the stone with another ngage nitinol stone extractor but had the same issue of only being able to open the basket once. A wolf cobra scope was used during the procedure. No laser was used during the procedure. The procedure was completed using a third basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer name = (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.